Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, on (B)(6) 2025 (specific date not reported), the patient underwent a mastoid cavity cleaning procedure due to an ear infection. On (B)(6) 2025, the patient returned to the clinic reporting pain; however, no infection was identified. Shortly thereafter, the patient experienced two major falls with head trauma. Following the head trauma, the patient experienced a decline in device performance, including no sound, a significant decrease in hearing performance and reduced speech clarity. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.